Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack on the side of the reservoir compartment. The customer stated that the reservoir fell once. The customer's blood glucose was 443 mg/dl at the time of incident. The customer stated that they were off the insulin pump for more than 48 hours. The insulin pump will not be returned for analysis.